Event description:
Altitude alarm 21 was reported for customer's pump. Blood glucose level did not exceed 500 mg/dl and there was no adverse impact. Customer replaced cartridge to resolve the issue, and the pump resumed normal operation after receiving tips on preventing altitude alarms from technical support.